Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The harm code that provided with the initial report was incorrect. The correct information has been included with this report in h6 section.

Event description:
It was reported that the customer had not worn their sensors in over a month and wanted troubleshooting for the transmitter. Troubleshooting was performed and it was determined that the transmitter was working correctly. Troubleshooting was also started for the low blood glucose but the customer decided to decline further troubleshooting after collecting the information about the event. The customer will continue the use of the insulin pump and start using the sensor/transmitter again.

Event description:
Customer was not passed out prior to calling emergency medical services as a result of the low blood glucose.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services was dispatched at customer's place for low blood glucose level on (B)(6) 2021. The customer's blood glucose level at the time of the incident was under 20 mg/dl. The customer's current blood glucose level was 232 mg/dl. The customer also reported that they had a high blood glucose up to 400 mg/dl. The customer stated that she declined to go to hospital and they put intravenous drip in she got her sugars up to 217 mg/dl and after they left her sugar dropped to 65 mg/dl and set her alarm every 2 hours and went from 65 mg/dl to 87 mg/dl to 400 mg/dl. The customer treated high blood glucose level with a bolus. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.